Manufacturer narrative:
The hillrom technician found the external buzzer needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in april 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external buzzer to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the bed buzzer was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).